Manufacturer narrative:
Review of the device history records for this valve and the sizer that was used showed that both the valve and the sizer met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The valve has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Analysis determined the cause of the event was likely related to sizing error. Analysis could not duplicate the reported clinical observation as the valve performed as designed and within specifications during laboratory testing. The device history record for the lot number of the sizers that were reportedly used was reviewed and showed that the sizers met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6).

Event description:
Medtronic received information that this 20 millimeter (mm) mechanical heart valve implant attempt was abandoned after the physician observed the valve was a tighter fit in the annulus than expected, based on pre-implant sizing measurements. It was reported that the appropriate model valve sizer was used for the pre-implant measurements. The valve, which had been sewn into position, was explanted and replaced with an 18 mm version of the same model heart valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.